Manufacturer narrative:
The device was not returned, so no analysis was conducted. The device manufacture date is unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while trying to elect the surgeon profile, selecting the surgeon's name would not allow the software to continue. Despite multiple attempts it would highlight but not allow any further actions to the user. The manufacturer representative (mr) tried to perform a soft shutdown by selecting the "power off" command. As soon as he did so, the system showed errors on the screen and would not turn off. He proceeded to perform a hard shutdown on the system. After doing so, when rebooting, it appeared with the grub menu. The mr ran "f" command in advanced recovery. The system was restarted to ensure it was brought back up to an operational state. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The system passed all test and was able to perform as intended. No parts were replaced as no fault was found in the checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.